Event description:
Jig would not attach to the nailplate. Surgical procedure extended by 30-45 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.